Event description:
It was reported by the caller that during a left atrial appendage closure procedure the patient expired. The caller stated that during deployment of the watchman device the patients vitals declined and a code was called. The caller stated that the patient expired. The caller stated that the nuvision catheter does not seem to be the cause of the event. The caller stated that the physician believes that the event occurred due to air being introduced into the left atrium. The nuvision is available for return. The caller was advised to expect a return kit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).